Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure error u-02 occurred against the erbe. The customer power cycled the erbe, but the issue remained. The customer elected to use a covidien generator. There were no reports of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to u-02 error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed, and the issue was confirmed through system logs and replicated during testing, with repeated u-02 errors preventing further evaluation. Erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause of the error u-02 attributed to either loose cable connection on the syscheckmaster or faulty cable on the syscheckmaster. This error can be resolved through troubleshooting or replacement of the generator.